Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their controller. Patient stated they would go to check the battery level of their ins on the controller, and the controller would tell the patient that their implant was in need of charging. Patient said they would turn the controller off, put the recharger belt on, and go to charge and the controller would say the implant was at 50-60%. Agent asked, patient confirmed the controller was telling them that the implant needed to be recharged, not the controller. Patient mentioned they had gone through all of the steps in the controller to reset the controller several times. Patient inspected the controller port, but did not see any visible damage. Patient attempted to start a charging session of their implant, but reported that they had to hold the paddle in place in order to get excellent recharge quality instead of good. Patient stated they would wake up in the night and the controller would stop the stimulation and display the implant needed to be recharged, even when patient recharged recently, and the battery was not depleted yet. Patient stated their controller would display this message even with nothing plugged into the con troller, and that they first noticed this issue several months ago. The issue was not resolved. The patient was told to monitor the issue and to get in contact with their healthcare provider if issue persisted.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.